Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A customer reported the system was decompressing during surgery. Additional information has been requested.

Manufacturer narrative:
The customer reported that the system ¿decompressed during surgery. The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The tss instructed the customer on how to connect the nitrogen air source correctly. As of september 14, 2016, no further service was requested by the customer relating to the air source. A review of the system¿s event log for the date of (B)(6) 2016 did not reveal any nonconformity of the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to customer use error, as the customer did not attach the nitrogen air source correctly. (B)(4).